Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The IFU states: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿

Event description:
The user facility reported that the patient on impella cp support developed bleeding at the impella access site with hematoma present. Dressing removed, repo sheath pulled back, angle changed, and perclose tightened. As a result of groin site status, the impella was explanted. The next day, the groin continued oozing with continued small hematoma. The patient was taken to cat scan where a retroperitoneal (rp) bleed was identified. Subsequently the patient was taken to the interventional radiology (ir) for treatment of rp bleed.